Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. While loading the 2.75 x 12mm taxus liberte drug-eluting stent (des) on an unspecified guide wire, outside of the patient, stent damage was noted. The physician withdrew the sds from the guide wire and completed the procedure with another of the same device. No patient injury or complications were reported, as the device had no patient contact. The patient's condition was reported as stable.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. Visual and microscopic examination of the device found severe damage to the distal edge of the stent and the shaft. Also, kinks were present along the entire length of the hypotube. On the first distal stent row three struts were raised up distally. The hypotube and shaft damage is consistent with excessive force being applied to the delivery system. The stent damage is consistent with the delivery system encountering some form of restriction. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted. A review of the device history record for his batch found that the device met its material, assembly and product specifications at the time release to distribution. The most probable root cause is determined to be operational context.